Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is requesting help with their device as it is not working. Gave the patient number to patient services. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that the device not working was not caused by normal battery depletion and had not yet been resolved. Additional information noted there was no malfunction, they had some relief, not having to change as often and some nighttime accidents. They reported multiple visits to the bathroom one/two hour periods and they were not completely emptying. After sitting for a period, upon standing they was no warning, leaking occurred. They had no appointment set at the time of report. They were not sure what to do to get improvement to their condition.

Event description:
Additional information was received from the patient. They reported that they had not experienced urinary retention prior to the device. As they had not experienced urinary retention prior the device, they noted their retention had not worsened as a result of the device or therapy. Catheterization was not their 'standard of care' prior to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.